Manufacturer narrative:
Onsite investigation was preformed and the field representative was able to replicate the reported event. Replacement of the mobile view station (mvs) umbilical cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not communicating with the navigation system. They tried disconnecting then reconnecting the systems without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable failed bench testing while passing all other tests. Indicating an electrical failure mode due to an open.